Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high and low blood glucose readings from the insulin pump. The customer's blood glucose reading was 50 mg/dl. The customer stated that she treated her blood glucose by eating and drinking. The customer declined to troubleshoot for her low blood glucose readings. The customer stated that she had medical issues and was admitted to the hospital for diabetic ketoacidosis about 3 weeks ago. The customer will be sent replacement sensors.